Event description:
Report received from user facility "vent dependent pt. Found pt non-responsive. Trach hooked up to vent. Unable to give manual o2. Vent with multiple alarms on. Tubing not connected to humidifier. Tubing checked previously and was attached. Tubing apparently popped off adaptor. Believe tubing became loose due to the amount of moisture from the humidifier."